Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they tried to performed beep test and it did not pass. The customer¿s blood glucose was 7.5 mmol/l. The insulin pump will be returned for analysis.